Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown zimmer trilogy screw, lot #unk. The revised cup and fractured screw were not returned for review, therefore their exact conditions cannot be described. Manufacturing documentation could not be reviewed as the item and lot numbers are not available. These devices were used for treatment. The devices were implanted in (B)(6) of 2014, and had an in-vivo time of over 1.5 years at the time of revision. The stability of the shell and presence/absence of any radiolucent lines prior to the patient's fall cannot be determined as no x-rays have been supplied. The compatibility of the implanted devices is unknown. A complaint history search could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated, however it is likely that the patient's fall contributed to some degree.

Event description:
It is reported that the patient was revised due to the cup dislodging following a fall. The bone screw also broke.

Manufacturer narrative:
The shell, liner and screw were returned for review. Wear marks are noted on the inner surface of the shell and no ingrowth is noted on the shell. The shell dimensions were found conforming to print specifications where measured. Shell was 100% inspected and accepted by a certified operator on a coordinate measuring machine, at the time of manufacture. Screw returned is fractured at the threads and the fractured off piece has not been returned for review. Review of the device history records for the shell and liner did not find any deviations or anomalies. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search for the shell revealed no additional complaints against the related part and lot combination. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.